Manufacturer narrative:
Technician found stretcher in a storage area. Brakes were not holding. Caster would lock but would swivel side to side. Replaced the four casters and two hex rods to resolve this issue.

Event description:
Complaint alleged that the brakes were not holding, caster would lock but would swivel side to side, no one was hurt or injured.